Event description:
Pt was having a stent placed for chest pain. A small piece of the coating on the guide wire came off the tip and remains in the coronary artery. Risk of removal outweighs the benefit. Pt was informed. Pt has no apparent injury and has been discharged home.